Manufacturer narrative:
Date rec'd by MFR: 01aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported oxygen flow accuracy failure issue. The manufacturer¿s fse replaced the gas unit and the preventative maintenance (pm) before returning the unit to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30apr2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported o2 flow accuracy failed. The (preventative maintenance)pm was being performed on the unit and found air flow sensor defective causing o2 levels at 30 and 60 to be below expected range. It is unknown if the unit was in clinical use at the time the reported issue was discovered. Event date not specified: estimate used.